Event description:
Mitek product director notified mitek complaints regarding multiple expressew iii needle tip breaks from the same surgeon at one facility in (B)(6). It is unknown if the broken needle fragment was retrieved in this complaint event but no patient consequences were reported. The procedure was completed with same like product. No further information was provided at this time.

Manufacturer narrative:
The complaint device was not returned and therefore not available for a physical evaluation. From past investigations of this failure mode, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. As per IFU, the expressew needles can be used for a maximum of 15 passes. No specific procedure information was provided to determine if the above reasons contributed to this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. (B)(4). At this point, the risk is considered acceptable. Based on the overall complaint rate and the history of the product, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device was not returned and therefore not available for a physical evaluation. From past investigations of this failure mode, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. As per IFU, the expressew needles can be used for a maximum of 15 passes. No specific procedure information was provided to determine if the above reasons contributed to this failure. A lot review has been conducted and the results indicate that this batch of product was processed with an unrelated nonconformance with no link to this complaint and therefore there is no internally assignable cause for the reported problem. A review into the depuy mitek complaints system revealed 10 other similar complaints for this lot of devices that were released to distribution. The complaint rate for expressew iii needle tip break for last 12 months is (B)(4) which is well within the expected occurrence rate of (B)(4). At this point, the risk is considered acceptable. Based on the overall complaint rate and the history of the product, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Mitek product director notified mitek complaints regarding multiple expressew iii needle tip breaks from the same surgeon at one facility in (B)(4). It is unknown if the broken needle fragment was retrieved in this complaint event but no patient consequences were reported. The procedure was completed with same like product. No further information was provided at this time. Additional information received from our affiliate on may 20, 2014 after follow-up with the doctor, indicated the fragment was removed from the patient.

Manufacturer narrative:
The complaint device was not returned and therefore not available for a physical evaluation. From past investigations of this failure mode, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. As per IFU, the expressew needles can be used for a maximum of 15 passes. No specific procedure information was provided to determine if the above reasons contributed to this failure. A lot review has been conducted and the results indicate that this batch of product was processed with an unrelated nonconformance with no link to this complaint and therefore there is no internally assignable cause for the reported problem. A review into the depuy mitek complaints system revealed 10 other similar complaints for this lot of devices that were released to distribution. The complaint rate for expressew iii needle tip break for last 12 months is (B)(4) which is well within the expected occurrence rate of (B)(4). At this point, the risk is considered acceptable. Based on the overall complaint rate and the history of the product, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Mitek product director notified mitek complaints regarding multiple expressew iii needle tip breaks from the same surgeon at one facility in france. It is unknown if the broken needle fragment was retrieved in this complaint event but no patient consequences were reported. The procedure was completed with same like product. No further information was provided at this time. Additional information received from our affiliate on (B)(6) 2014 after follow-up with the doctor, indicated the fragment was removed from the patient.